Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed an itchy irritation under the front therapy pad. The patient's doctor gave the patient a cream and a powder. After using the cream and powder the patient reported that the irritation healed.